Manufacturer narrative:
(B)(4). A maquet field service technician has been sent for repair. According to (B)(4) troubleshooting was performed. It could be confirmed that the batteries were defective. After replacement of the batteries all functional and safety test were performed as per service manual. The device passed all tests successfully. According to user pool the cardiohelp was not connected to an external power supply for 13 months. Therefore the batteries were deeply discharged. According to IFU, version de-05, chapter 11.1.1 the customer has to calibrate the batteries every 4 month. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that it is a systemic error. No corrective action needed.

Event description:
According to customer the device had a total failure during patient treatment. Both batteries were fully discharged. Last maintenance: 11/29/2016. To prevent permanent damage the patent was hand-cranked via emergency drive. It had no known consequences to the patient. (B)(4).

Manufacturer narrative:
Corrected the date of event year from 2108 to 2018. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
(B)(4).